Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: during investigation, the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Evidence of contamination was found under all key contacts. Additionally, the display screen was dim and discolored. The keypad cover had been returned torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination and a display failure. This report is made based on results of investigation completed on 03/18/2014. There was no adverse event associated with this complaint.